Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient (pt) started getting limited on their output when trying to increase their stim and wasn't able to get past 0.2 or 0.3 ma and then pt would see "max settings" on their handset. Pt was seen last week by managing hcp and pt has high imped on all 4 electrodes. Reviewed this causes output issues on a constant current ins. Pt has not had any falls or trauma. Pt recently implanted. Reviewed imaging to see if lead had come out of ins or if some lead damage occurred so they know what they're dealing with prior to revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2l1uq implanted:(B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the cause of the high impedance was not determined. When asked what steps were taken to resolve the issue, they reported lead revision. The issue was not resolved. The cause of the "max settings" message was unknown. It was unknown if steps were taken to resolve the issue or if it was resolved. In response to "what were the results of the x-ray", they stated "no x ray". No device removal or replacement was planned.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the lead was not removed and was still implanted. Additional information was received from the manufacturer representative (rep). They stated a lead revision did not occur at this time. A device revision also did not occur at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2l1uq serial# implanted: (B)(6) 2022, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.